Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; both output connector assemblies were broken. It was also noted that the upper case had a broken boss, the lower case was broken, and the keypad was scratched. Additionally, the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.